Event description:
It was reported that: dilator failed during insertion of cvc to the right jugular vein. The plastic peeled off from the tip. There were no clinical consequences or harm reported for the patient.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. Signs of use were observed on the dilator body. Visual inspection of the dilator revealed plastic stretched from the dilator tip. It is unknown whether the fraying was present inside the dilator before use and was noted during use, or if the damage occurred during use. The dilator tip was not occluded, and no blockages were observed inside the body. The inner diameter of the dilator at the tip measured 0.038", which is within the specifications of 0.038-0.039" per product drawing. A lab inventory guide wire of diameter 0.038" was threaded through the returned dilator with no resistance. No blockages were observed inside the dilator body. Performed per IFU statement, "advance the dilator and sheath together with slight twisting motion over guidewire into vessel." The purchasing facility was contacted regarding this complaint issue. They indicated they had never seen this defect before, but that it would be difficult to check for such a defect while packaging the component. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection revealed plastic from the dilator tip extrusion stretched outside the dilator tip. The dilator met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, and the comments from the purchasing facility, the supplier likely caused or contributed to the issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: dilator failed during insertion of cvc to the right jugular vein. The plastic peeled off from the tip. There were no clinical consequences or harm reported for the patient.

Manufacturer narrative:
(B)(4).